Event description:
It was reported that the ventilator emitted smoke while it was connected to a pt.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical provides prod failure investigation, analysis and resolution for the device described in this report.